Event description:
The angle of the struts should be in a hexapod design to offer the stability needed and to maximize the software capabilities. When placed in the manor below the struts offer zero stability due to the hinge on either end of the struts. The posterior strut #5 is upside down. The distal ring should be 180* rotated. If this was the only issue the software could accommodate and most likely get a acceptable correction.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was completed: the construct(s) was not returned, and the investigation was completed based on the supplied images. The images were reviewed, and the complaint condition could be confirmed as the construct was not set up properly; the following issues were observed: 1) angle of struts are incorrect, 2) one strut is upside down and 3) distal ring is in the wrong direction. As the construct(s) was not returned an as received, dimensional, material or drawing reviews were not completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown maxframe / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an unknown procedure, the maxframe was put on patient incorrectly and there was a problem with the stability and the ability to run a software correction properly. It is unknown if there was a surgical delay. It is unknown how the surgery was completed. Patient outcome is unknown. This is report 1 for 1 (B)(4).